Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the customer was asleep when the alarm occurred. The customer reported an elevated blood glucose (bg) level of 263 mg/dl. Customer was successfully able to turn pump back on and delivered a correction bolus to stabilize elevated bg level. Tandem technical support advised that the customer could have accidentally pressed down the button in his sleep to trigger the alarm; the customer's mother acknowledged and will call back if the issue recurs.